Manufacturer narrative:
A ge representative evaluated the system and could not duplicate the reported problem. Ge fse replaced the a. F. Buffer board as a precautionary measure. System operates as intended.

Event description:
It was reported that the system shut down during fluoro. No pt injury was reported.